Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
We have received the below from a customer that a v800 stopped ventilating with a constant alarm and black screen. However they removed the patient immediately and bagged them reporting no further issues. Also confirmed from ward manager that there was no patient harm.

Manufacturer narrative:
The investigation was based on the reported event and analysis of the provided video of the affected device. A logfile was not available. According to the investigation results a complete loss of function caused by a faulty pba m48.3 or faulty micro sd-cards could be determined. The device alarmed with the acoustical auxiliary alarm to inform the user about the issue. In case of a complete loss of function of the ventilator, the safety valve automatically opens to ambient allowing the patient for spontaneous breathing. The secondary acoustic alarm system (piezo speaker) of the ventilation unit will be activated in order to alert the user to the situation. This alarm is energized from an independent power source and will be last for at least 2 minutes. The number of comparable complaints reported from the field with respect to the determined error pattern is very low and accepted by the responsible product quality board. The results of this complaint investigation did not reveal any new or additional risks that have not yet been covered by the ventilator's risk management file.

Event description:
We have received the below from a customer that a v800 stopped ventilating with a constant alarm and black screen. However they removed the patient immediately and bagged them reporting no further issues. Also confirmed from ward manager that there was no patient harm.